Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. The lvas was returned assembled with the pump cable severed approximately 11.5¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the sealed outflow graft bend relief engaged to the graft hardware. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was returned detached from the device. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Incidental finding: review of the submitted log files confirmed invalid lvad current monitor values. This finding appeared to be indicative of an issue with the internal current monitor circuit board on the pump. This finding is unrelated to this event and did not affect pump function. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device revealed a decrease in pump flow consistent with the patient¿s pump exchange surgery. The log files appeared to capture the device functioning as intended. The lvas was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, the patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: orthopedic infection documented under MFR 2916596-2022-15129. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a documented orthopedic pain and infection since (B)(6) 2022. There were multiple attempts to clear the infection but the infection got worse. The patient was planned for a pump exchange on (B)(6) 2023.